Event description:
It was reported that the patient presented in clinic after receiving multiple auto mode switch episodes through merlin.net. Upon interrogation, the atrial lead exhibited over sensing. The device was reprogrammed and the lead remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.